Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized due to low blood glucose. The device was giving an alert which they dismissed. Their legs then felt light and they went out for a minute. They were treated with intravenous therapy. The customer¿s blood glucose during the incident was unknown. It is unknown if they were on auto-mode. The device will not be returned for analysis.